Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter prior to procedure, when the package was opened, the needle was found detached from the thread. There was no patient involvement.